Manufacturer narrative:
(B)(4). Voluntary medwatch report number: mw5091854

Event description:
It was reported that an adverse event occurred. The patient stated that she relies on her phone application to notify her of high and low glucose values but is using a mobile phone that she knows is not compatible with the dexcom system. The patient indicated that her receiver is out of warranty, does not stay charged, and does not alert for high and low values. Her threshold settings are 89 mg/dl for low and 200 mg/dl for high. She stated that she has had lows till she ¿almost didn¿t wake up.¿ she stated that this is causing her to feel bad like she¿s dying, and that the constant lows and highs are destroying her liver, with lesions on her liver from the lack of glucose control. No information was provided regarding any medical intervention. No additional patient or event information is available.